Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that the time on pump is behind 15 min in a span of a month . After adjusting the time customer reported that in a span of 5 days the pumps time is behind 3-4 min. Customer is not sure if time lag has affected her blood glucose (bg) level but has been adjusting her basal (reference (B)(4)).

Manufacturer narrative:
(B)(4).